Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. As a result of investigating the device at the facility, omsc surmised that the reported phenomenon was occurred due to the tube was broken by stress of failure of the repair.

Event description:
Olympus medical systems corp. (Omsc) was informed from the olympus local service engineer that the tube inside the device broke and detergent leaked into the device. So it is possible that reprocessing of the endoscopes were insufficient. Other detailed information was not provided. There was no report of patient injury associated with the event.